Event description:
It was reported that the patient's right atrial (ra) lead had no capture, high and unstable threshold and low impedance. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1 ipg implanted: (B)(6) 2013. (B)(4).